Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's vns indicated high impedance during a routine office visit. The pt's vns was disabled as recommended by the MFR. No trauma or manipulation was reported but it was noted that the pt had a mammogram since the previous pt visit that could possibly have disturbed the device. The pt's diagnostics were reported to be okay at the pt's last visit (B)(6) months ago. Chest x-rays were taken and forwarded to the MFR for review. Review of the x-rays found no obvious anomalies however the portion of the lead in the neck could not be evaluated from the images available. The surgeon was informed that surgery would be necessary if the pt wishes to continue therapy. No adverse events have been reported.